Event description:
A healthcare professional reported that during an angioplasty procedure, a 4.5mmd 22mml enterprise vascular reconstruction device (product code enc452200, lot number 9616874) could not be advanced further, and upon retraction, it was found detached from the delivery wire after removal from the y connector. The physician used a new stent to complete the procedure without replacing the unspecified microcatheter (mc). There were no reported patient injuries or adverse consequences. Additional event information received on 18-dec-2025 indicated that they were able to torque the device. There was no evidence of physical material within the device. The microcatheter was a cnv product, however the specifics are unknown. The microcatheter did not kink/bent. There was no procedure prolongation/delay due to the event.

Manufacturer narrative:
Manufacturer ref # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). One photo is attached to the complaint file. The image captures a syringe with the detached stent inside in apparent good condition with no visible structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. A section of the protective hub can be seen with the guidewire inside; on one end a part of the guide wire body can be seen protruding from the protective hub. No other damage was observed. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 9616874. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The issue documented in the complaint regarding the stent being impeded in proximal of microcatheter cannot be evaluated based on the photo provided. However, the issue reported regarding the stent being separated prematurely from the delivery wire was confirmed based on the detached condition noted on the stent. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Therefore, no internal activity is required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Manufacturer ref# (B)(4) updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that during an angioplasty procedure, a 4.5mmd 22mml enterprise vascular reconstruction device (product code enc452200, lot number 9616874) could not be advanced further, and upon retraction, it was found detached from the delivery wire after removal from the y connector. The physician used a new stent to complete the procedure without replacing the unspecified microcatheter (mc). There were no reported patient injuries or adverse consequences. Additional event information received on 18-dec-2025 indicated that they were able to torque the device. There was no evidence of physical material within the device. The microcatheter was a cnv product, however the specifics are unknown. The microcatheter did not kink/bent. There was no procedure prolongation/delay due to the event. One photo is attached to the complaint file. The image captures a syringe with the detached stent inside in apparent good condition with no visible structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. A section of the protective hub can be seen with the guidewire inside; on one end a part of the guide wire body can be seen protruding from the protective hub. No other damage was observed. The device was returned to j&j medtech for further evaluation. A non-sterile 4.5mmd 22mml enterprise vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and only the detached stent was returned for analysis. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. A device history record (DHR) was performed, and no internal actions were identified. The customer complaint regarding a stent being automatically released was confirmed since the stent was noted as already separated from the delivery system; based on this condition, the issue regarding a stent being impeded in the distal end of the concomitant microcatheter cannot be evaluated through functional testing. The stent must be inside the introducer tube to perform the functional analysis. Additionally, the stent did not present damages that suggest that it was forcibly advanced. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. The delivery system components might have gotten lost sometime during the post-operative handling of the device. If additional information or components are received at a later time, this investigation will be reassessed accordingly. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: do not partially deploy the stent from the introducer. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Confirm the tip of the delivery wire is entirely within the introducer. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.